Event description:
It was reported that when using the bd pyxis¿ medbank user encountered an error message stated warning: wrong item found while attempted to perform a cycle count. After the warning, the system automatically reassigned items to different boxes and moved inventory. Specifically, ativan 2 mg (otter box medic, bin 05-10) was destocked and restocked into otter box rn, and fentanyl 250 mcg (otter box medic, bin 05-11) was destocked and restocked into otter box rn. These inventory movements were performed by the system, not manually by the user. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the during a cycle count, a warning: wrong item found error was encountered, and the item was reassigned to a different cubie. A technical support specialist (tss) performed an investigation and determined that staff may have attempted to stock a cubie that did not lock properly, after that a different cubie with mismatched memory data was inserted. It was explained that the system would proceed with a destock (ds) transaction when the cubie memory did not match the expected bin data and would subsequently store the new cubie memory data under the system user. This behavior was confirmed by reviewing bin location transactions in medbank myqlink (mql). Further analysis indicated that the system was unable to detect the cubie during the initial scan, resulting in a mismatch during memory read and triggering a system generated destock. It was concluded that cubies were likely dislodged and reinserted into incorrect locations. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank user encountered an error message stated warning: wrong item found while attempted to perform a cycle count. After the warning, the system automatically reassigned items to different boxes and moved inventory. Specifically, ativan 2 mg (otter box medic, bin 05-10) was destocked and restocked into otter box rn, and fentanyl 250 mcg (otter box medic, bin 05-11) was destocked and restocked into otter box rn. These inventory movements were performed by the system, not manually by the user. However, there were no delays or adverse events or injuries reported based on this event.